Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after implant the patient's implantable cardioverter defibrillator (ICD) system was ex planted due to an infection of an unknown source. No further patient complications have been reported as a result of this event.